Event description:
It was reported that a user experienced difficulty initiating nfc scanning of a freestyle libre 3 plus sensor within the ilet mobile app despite being on the correct screen, with nfc enabled and the phone case removed. Symptoms included no device alerts or alarms and no impact to blood glucose levels. Outcomes included successful sensor pairing and warmup after app reinstallation, with the user able to view time remaining in warmup. User support included guided troubleshooting, phone restart, and app reinstallation. Investigation of this case revealed that the issue was resolved through software reinstallation on the mobile device, consistent with an app functionality or communication issue rather than a hardware malfunction of the ilet or the sensor. It was concluded, based on previously established findings for similar reports, that the cause was software-related and user-correctable through standard troubleshooting.